Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced a touch screen issue in which the device would not unlock despite visible on-screen response, preventing a planned meal announcement; the user intended to perform a hard restart once a charger was available, and later reported the screen function had returned to normal with successful unlocking. Symptoms included no adverse clinical effects and stable glucose at the time of the report. Outcomes included no injury, no medical intervention, and no disruption to therapy beyond a brief inability to access the meal announcement function. Investigation included user coaching and troubleshooting, including guidance to perform a hard restart. Investigation of this case revealed a transient touchscreen responsiveness anomaly that resolved, consistent with a recoverable device user-interface malfunction without component breakage or persistent failure. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive but consistent with temporary device behavior recoverable through restart.